Event description:
Inari received a voluntary medwatch report (#mw5148508) which stated: "inari clot triever device used off label in a vein that was smaller than 8mm (per their idu (injection drug use)). Device got stuck in the vein. Physician tried pulling the device out but it was stretching. Could not re-sheath the basket of the device because it was stretched too long. Had to go in with multiple balloon angioplasties to break the device free from the wall of the vein. Prolonged the case time to over 5 hours".

Manufacturer narrative:
The inari device identifiers were not disclosed and the medwatch report lacked sufficient information to enable follow up with the user facility to request the suspect device or device identifiers. Inari's chief medical officer reviewed the case and concluded that the use error and/or off-label use likely contributed to the reported event. However, the limited case details make it challenging to establish a causal relationship. Manufacturer reference #: (B)(4).